Event description:
It was reported that the insulation of the modular cable has burst and the internal connection cables had become visible. The cable was replaced.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of damage to the modular cable could not be confirmed as no product or images were submitted for evaluation. A cause for the reported damage could also not conclusively be determined. The account reported that the patient¿s modular cable had sustained superficial damage that made the "internal connection cables become visible." The modular cable was exchanged. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No device was returned for investigation. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU), rev. G is currently available. Section 2 "system operations" provides instructions on how to replace the modular cable. Section 5 "surgical procedures" cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 "patient care and management" cautions the user to avoid pulling on or moving the driveline and to not twist, kink, or sharply bend any cables, as it may cause damage to the wires inside that may not be outwardly visible and that could cause the pump to stop. If kinking, twisting, or bending does occur, carefully unravel and straighten. Section 6 instructs the user to check the driveline daily for signs of damage. The heartmate 3 lvas patient handbook, rev. G is also currently available. Section 4 "living with the heartmate 3" (under "caring for the driveline") instructs the user: "check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged)." Section 5 "alarms and troubleshooting¿ cautions the user not to twist, kink, or sharply bend the driveline. The relevant sections of the device history record for modular cable lot number 177359 were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.